Manufacturer narrative:
(B)(4). This medical device report is being resubmitted to the emdr system due to a connection error within the emdr system. The event was previously reported to the emdr portal and an acknowledgement 3 received, but the connection error prevented the emdr system from documenting the report. The report number in this report is the same number as the impacted report that has the connection issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician implanted two resolute integrity drug-eluting stents (2.75mm x 22mm & 2.50mm x 30) one in lad#6 and one in lad#7. After stent implant, ivus was carried out and it was confirmed that it was in a favourable condition in adherence to the vessel wall. Though about 50% stenosis was confirmed at distal lad#8, the operation was completed. Approximately 6 days later in stent thrombosis was confirmed at stent (2.75mm x 22mm) which was treated by aspiration catheter (lad#6). Resistance was felt with the edge of the previously implanted rsint25030jx, which was treated with balloon dilatation (lad#7). Then, rsint22522jx was implanted for occlusion at lad#8, and blood flow was improved. After that, intra-aortic balloon pump (iabp) was introduced and the operation was completed.